Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that minimum fill notification occurred and that the wake button was unresponsive. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose level was 229 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.